Event description:
The customer called and needed to troubleshoot for low bgs. It was stated that the customer was admitted to the hospital. The customer was found in a coma and was on the pump at the time. The customer has been off the pump since the event but is looking to get back on. The customer was still in the hospital for low bgs not pump related. The customer did not have batteries to troubleshoot the device. Later the customer called to perform the testing on the pump. It was indicated that the batteries were out of the device for over five days. The customer inserted the new batteries and received an error alarm. The testing was not completed due to the length of time the batteries were out. Nothing significant was found.